Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bleeding.

Event description:
Healthcare professional reported postoperative bleeding grade: [iii]¨. This record is for a unknown side. The device status is unknown.